Manufacturer narrative:
Carefusion file identification: (B)(4). Any additional information received from the customer will be included in a follow-up report. (B)(4). The field service representative (fsr) went on-site to evaluate the suspect device. The fsr was able to confirm the reported event as the events log displays one ventilator inoperable error and one motor fault error. The fsr reported switching out the circuit, expiratory parts, and running on default setting and there was no ventilator inoperable alarm. The fsr checked calibrations and performed a complete operational verification procedure. The fsr reported that the device runs according to manufacturer specifications.

Event description:
The customer reported while using the vela ventilator; the unit displayed a ventilator inoperable and motor fault alarm. The customer reported there is no patient involvement associated with the event.